Event description:
It was reported that the lead was explanted and replaced due to a threshold rise and loss of capture. No patient complications were reported as a result of this event. Additional information was subsequently received from the patient's attorney alleging that beeping noises came from the patient's device sometime in 2007. She was told her lead needed to be replaced because it was using too much power. The lawsuit further alleged that the patient "was forced to have an early explant and implant of a new lead system, as well as a new ICD, scarring her already fragile heart, and forcing her to undergo additional and unnecessary complicated surgery."